Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag almost 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was prepared for treatment. The root cause of the incident was a slightly bent metal plate of the expiratory valve set membrane. In consequence (correction) the defective membranes were replaced, the laser process was improved, so that the metal plate is no longer bent when the serial number is lasered. There was no patient or user harm reported.

Event description:
Biomed did pm on hamilton g5, as well as other machines in variety of states. He kept getting complaints that when rt was doing preop they would fail tightness tests as well as some with obstruction alarms. Biomed discovered it was their newer membranes they ordered because he would swap out for an older membrane and unit worked successfully. The product is 151233;04 and has lot# 201012750. They had 15 membranes from this lot, they tested around 3-4 different membranes.